Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagus. According to the reporter: hook broke during the case and fall into the pt cavity. Doctor was able to recover and remove. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt.